Manufacturer narrative:
Unit received with operating currents within spec. Unit passed displacement test, self test and unexpected restart error test. Unit alarmed motor error during basic occlusion test and unable to prime during prime/compromised force sensor system test due to faulty fsr (gold). Unable to perform excessive no delivery test, delivery accuracy test and occlusion test due to motor error alarms. The motor was tested outside the device and passed. No damage to the reservoir tube lip was noted. The p-cap / reservoir locked properly. Unit received with broken off piece at the battery tube threads.

Event description:
Customer's mom reported via phone call that customer's insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that the motor was sounding labored and it said no delivery. The customer reported reservoir lip damage missing piece and damage to reservoir compartment or lip the reservoir was loose and was unable to lock in place when inserted into pump. The customer was advised that the pump will be returned for analysis. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.